Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with syncope. Noise was seen on the right ventricular lead, but was not reproducible. It was noted that the patient had also experienced dizziness in the past. The lead was explanted on (B)(6) 2018, but due to adhesion between the atrial and ventricular leads, the atrial lead pulled back during the extraction and was also explanted and replaced. The patient¿s condition post procedure was stable.